Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer reported insulin pump training the insulin pump and nothing is on the screen. The customer did troubleshoot the issue and the screen continues to be blank. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display, problem isolated. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.